Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred with a unspecified bd pen needle. The following information was provided by the initial reporter. "It was reported that insulin would not come out of the needle when applying pressure to syringe plunger. It was also reported leaking at the where the needle screws in to the syringe. Description of issue: customer reported that she applied pressure to plunger, insulin wouldn¿t come out of needle and then insulin started leaking from where you screw the needle in. This all occurred prior her being able to put the needle into the septum of the cartridge. Customer reported switching out the needle and was able to load successfully. Customer requested a replacement needle, cts confirmed. "

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a unspecified bd pen needle. The following information was provided by the initial reporter, "it was reported that insulin would not come out of the needle when applying pressure to syringe plunger. It was also reported leaking at the where the needle screws in to the syringe. Description of issue: customer reported that she applied pressure to plunger, insulin wouldn¿t come out of needle and then insulin started leaking from where you screw the needle in. This all occurred prior her being able to put the needle into the septum of the cartridge. Customer reported switching out the needle and was able to load successfully. Customer requested a replacement needle, cts confirmed. "